Event description:
Pt woke up feeling sick. Family member used the suspect device to check pt's blood glucose and obtained a result of hi. Family member gave pt 10 u of insulin. About 1 1/2 hours later pt had a seizure. Family member used the suspect device again and obtained a reading of 79 mg/dl. Family member gave glucose and called the emergency medical technician. When the emergency medical technician arrived they checked pt's glucose on their equipment and the level was 80 mg/dl. The emergency treated with a glucose IV. Level one controls was in range. The device was replaced and requested to be returned for evaluation.